Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 43 mg/dl and per the contact, was most likely due to overestimating the carbohydrate content of the customer's meal. The contact provided juice for the customer due to the low bg. Tandem technical support advised the customer to discuss the low bg event with a healthcare provider.